Event description:
It was reported that the health care professional (hcp) requested a review of this right ventricular (rv) lead. Technical services (ts) received and reviewed the reports and noted that the pacing impedance measurements were out of range. No adverse patient effects were reported. This rv lead remains in service.